Event description:
On 7/13: customer reports: j-bow arm broke and fell down. Customer had no details at this time other than no patient or staff injury.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation summary, a medwatch 3500a supplemental report will be submitted.